Event description:
Per the audiologist's report, this patient had a revision surgery in 2006 (reason unknown). After that surgery, the patient complained that the receiver/stimulator was interfering with the placement of his glasses. It was reportedly determined that the internal magnet was dislodged during surgery, flipped over, and attached to the receiver/stimulator. A second surgery was performed one month later to replace the magnet in the silastic.